Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The fog free function error e104 was displayed on the monitor. The blade of the bending tube was cut due to an external factor. The bending section rubber, control section, grip unit, right/left angulation control lever, up/down plate, right/left plate, grip cover, video connector, light guide connector, light guide cover glass, video connector case were scratched due to external factors. The adhesive of the bending section rubber was chipped. The watertightness of the venting connector of the light guide connector was not maintained due to external factors. There was rattling at the connection between the insertion pipe and the control section due to the looseness of the insertion pipe. The video connector case was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error e226 occurred. Error code e226 means that the communication between the endoscope and video system center has failed. There was no report of patient injury associated with the event.